Event description:
During a ptca procedure the wire separated. This occurred after one balloon dilatation was completed and the wire was being relocated to a second artery. Pt reportedly became unstable requiring intra-aortic balloon pump insertion. The pt was sent to the cardiac care unit in stable condition. The following day the pt cardiac arrested and could not be resuscitated.